Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the pump had not been filled since it was implanted because the incision site was red and blistered. At the implant, the pump was never filled with medication and that sterile water was in the reservoir and delivered at a minimum rate. It was later reported the diagnosis was "breakdown of left lumbar implant." The patient experienced pump erosion, and an infection was questioned. No treatment was performed by the reporting hcp. The patient outcome was reported as non-serious injury/illness.